Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary displayed a black screen and required maintenance. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was found that the station displayed a black screen and was unresponsive. A field service engineer (fse) replaced the controllers and performed functional testing, which confirmed that the issue was resolved. The inventory was also checked and tested, and all components were found to be functioning correctly. The system functioned as intended after the field service engineer repaired the device.